Manufacturer narrative:
The device was received and evaluated. Physical inspection found that the hook post spring is misaligned. This causes the hook talon to favor one set of teeth on the ratchet gear. This is evident in the data downloaded during the rerun, one sma wire records healthy pulse width data while the other has an increase in pulse width. The high pulse widths seen in the data can be attributed to the misaligned component. This resulted in an 0x14 alarm and contributed to the high blood glucose reported by the patient. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the patient's blood glucose (bg) rose to 22 mmol/l (396 mg/dl). An occlusion alarm reportedly occurred while the pod was worn on the patient's hip/buttocks for between 36 and 48 hours.